Event description:
It was reported that an ilet user experienced an overnight low glucose episode, confirmed by a fingerstick of 51 mg/dl and an ilet reading of 39 mg/dl, treated with apple juice and chocolate, followed by elevated morning glucose and subsequent hyperglycemia later that day; contributing factors discussed included overtreatment of hypoglycemia, slow digestion from late-night foods, and breakfast intake, with no device component issue identified and no incorrect device function reported. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for oral carbohydrate administration without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to treatment of hypoglycemia, with device component applicability not indicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user reported downward glucose trend during the call after earlier hyperglycemia.